Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high (alp2) alkaline phosphatase acc. To ifcc gen.2 results for four patient samples on three different cobas 6000 c (501) modules. One of the samples also had a questionable high (ldh) lactate dehydrogenase acc. To ifcc ver.2 result. Refer to the medwatchs with patient identifiers (B)(6) for all analyzers. Of the data provided. Only the following results were discrepant for this analyzer. The initial alp2 result from cobas a was 240 u/l and the repeat result on (B)(6) 2018 was 85 u/l. The erroneous results were reported outside of the laboratory and amended reports were sent. There was no allegation of an adverse event. The alp2 reagent lot number was 255510. The expiration date was requested but was not provided. Precision testing was performed on cobas a and was acceptable.

Manufacturer narrative:
No reagent or instrument problem could be found. The investigation was unable to find a definitive root cause.